Event description:
On activation of the bovie pencil during the procedure, a small flame suddenly appeared at the tip of the bovie. It was immediately deactivated, replaced, and removed from the field. No harm was done to patient per surgeon report. Charge nurse notified. Bovie and package was reserved for management.